Event description:
A director of surgical services reported that tass (toxic anterior segment syndrome) was noted at the pt's one day postoperative visit following cataract with iol (intraocular lens) implant surgery. The pt was treated with a corticosteroid one day postoperatively, and the anterior chamber was irrigated and rinsed with an injectable corticosteroid two days postoperatively. The pt had received a 2.75mm temporal incision in the left eye. The pt is still under treatment with a "good" prognosis. This is the third of six reports for this facility.

Manufacturer narrative:
For the custom pak: the customer's complaint history was reviewed for the period of one year; this is the one of eight complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. For the fluidics management system: this is one of eight complaints for the finish goods lot for this issue. The order was built and released per specification. Because a sample was not returned for this complaint, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameter were verified for acceptability prior to release. For the handpiece and viscoelastic: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).